Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information provided there was plastic tray deformation that was noted when checking inventory. Surgery completed with another device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "confirmed product packaging container deformation and was [not used] due to worried product defect." Device did not make patient contact.

Event description:
Healthcare professional reported a xen®45 gts "confirmed product packaging container deformation and was [not used] due to worried product defect." Device did not make patient contact.

Manufacturer narrative:
Device analysis: a visual inspection of the returned packaging components was performed. Three edges of the molded tray, two edges of the deflector, and two edges of the deflector liner were observed to be malformed (lifted). No other atypical observations were made of the unit box, directions for use, and the peel and stick insert. Breach or deformation of thermoform is verified since three edges of the molded tray, two edges of the deflector, and two edges of the deflector liner were observed to be malformed (lifted). Based on the investigation, there is no indication the deformation of the molded tray, deflector liner or molded tray deflector was caused by the manufacturing process. There is no evidence of elevated temperatures or process deviations at the manufacturing site. The nature and similarity of the deformation across all three petg parts indicate exposure to a heat source after shipment of the product, exceeding the petg material's thermal tolerance which caused the deformation.